Event description:
Left knee stiff [joint stiffness]. Swelling in left knee [joint swelling]. Left knee painful [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a physician via a company representative regarding a (B)(6) female patient, initials (B)(6), whose relevant medical history included: osteoarthritis. The patient received a single injection of synvisc one into the left knee on (B)(6) 2009. Starting on (B)(6) 2009, the patient experienced swelling in the left knee. By (B)(6) 2009, the left knee was still swollen. By (B)(6) 2009, the patient saw her physician and the swelling in her left knee was gone, but the left knee was "still" stiff and painful. On (B)(6) 2009, the patient went to work at her job in a hospital. On (B)(6) 2009, the patient experienced a little swelling in her left knee, and it was about 30 percent more swollen than her right knee. Her physician prescribed prednisone and celebrex. As of the date of receipt of this report, the patient outcome was not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.